Manufacturer narrative:
Medwatch created on april 14, 2025. For information. No other complaint concerning this batch number. Additional information on march 27, 2025: the label on the item does not match the certificate". These products have incorrect manufacture / expiry dates on the outer and traceability labels. Manufacturing date: 02/03/2030 instead of 02/03/2025. Expiry date: 01/03/2035 instead of 01/03/2030. Verification of manufacturing data: identify the cause of the anomaly: incorrect information in the data supplied to the label printer. Request to the distributor to isolate the product concerned (1 box). Verification of internal stock lot: 251174: 7 boxes isolated. This batch number was delivered in united kingdom and in france - the products are being recalled. USA is not concerned by this batch recall / there are no customers concerned in USA market. The devices of this batch number are distributed in the UK market and france market only. June 02, 2025. Declaration sent for regularization following changeover to esg next gen. Reconciliation of the batch recall is being finalized.

Event description:
(B)(4). Incident occured in the united kingdom. Notification of anomaly on receipt at the distributor's site. Complaint description by our distributor: "the sterilization and use before date for item: pulx01202, batch: 251174, is incorrect on the sterilization certificate. The correct details should read sterilization date 02/03/2030 and use before 01/03/2035".

Manufacturer narrative:
Medwatch created on april 14, 2025 for information. No other complaint concerning this batch number. Additional information on march 27, 2025: the label on the item does not match the certificate". These products have incorrect manufacture / expiry dates on the outer and traceability labels. Manufacturing date: 02/03/2030 instead of 02/03/2025. Expiry date: 01/03/2035 instead of 01/03/2030. Verification of manufacturing data - identify the cause of the anomaly: incorrect information in the data supplied to the label printer. Request to the distributor to isolate the product concerned (1 box). Verification of internal stock lot 251174: 7 boxes isolated. This batch number was delivered in united kingdom and in france - the products are being recalled - USA is not concerned by this batch recall / there are no customers concerned in USA market - the devices of this batch number are distributed in the UK market and france market only. ____________________________________________________ june 02, 2025 declaration sent for regularization following changeover to esg next gen. Reconciliation of the batch recall is being finalized. ____________________________________________________ june 30, 2025 sbm has conducted a field action in UK and france - the fsca is now considered closed. USA was not concerned by this batch recall. Very isolated incident. Corrective action: *meeting with production staff on 03 april 25 to remind them of the importance of self-controls on packaging, and the impact when these are not carried out. *distribution of memo aq/2025/03 to remind employees of good label control practices. *reinforced control from mid-april to june 2025: labels prepared on fridays are controlled on mondays by the quality department before use (control of the label affixed to the (B)(4) production labeling sheet + control of labels issued by sampling). No recurrence.

Event description:
Fn conf-25-0067 incident occured in the united kingdom. Notification of anomaly on receipt at the distributor's site. Complaint description by our distributor: "the sterilization and use before date for item pulx01202, batch 251174, is incorrect on the sterilization certificate. The correct details should read sterilization date 02/03/2030 and use before 01/03/2035".